Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with sensor readings peaking over 400 mg/dl for approximately 16 hours, with alerts for high glucose, after an infusion set leak was felt and the infusion set and cartridge were replaced; the user applied a 23-inch, 6 mm teflon inset, used insulin from an older pen due to supply constraints, had multiple snacks with a missed meal announcement, and initially did not use back-up therapy. Symptoms included hyperglycemia with a transient moderate ketone result. Outcomes included no need for professional medical intervention, no loss of consciousness, no assistance required, and no hospitalization. Investigation included troubleshooting and education, high glucose assessment, and follow-up to confirm glucose and ketone status. Investigation of this case revealed factors consistent with infusion site leakage and potential reduced insulin potency, together with missed meal announcement and carbohydrate intake, with no device alarms or malfunctions reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including infusion site issue, insulin integrity concerns, and missed meal announcement, with device functioning as intended.